Event description:
It was reported that when using the bd pyxis¿ medstation¿ es a patient located in medsurg room ms103 01 was not appearing in pyxis, preventing staff from accessing the medications. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-jan-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist checked the station and confirmed that the station was communicating properly. The orange discrepancy icon was normal and only indicated a medication reconciliation requirement, not a communication issue. The customer verified on the es server that the patient was displaying correctly. After verification, the customer confirmed that the patient's name appeared on the medsurg station. The customer cancelled the ticket, stating that the issue was resolved on their side through it or pharmacy, and no specific troubleshooting details were provided. The system functioned as intended after the technical support specialist investigated the issue.